Event description:
It was reported that the break-off setscrew tab would not break-off during tightening. The surgeon then had to remove all implants and replace with new ones. No pt complications were reported.

Manufacturer narrative:
The device has not returned to medtronic for evaluation. Unable to determine cause of the event.